Event description:
Additional information: it was reported that the patient underwent heart transplant due to short to shield issue with driveline. No further information was provided. The device will not be returned for evaluation.

Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline did not confirm an issue that could have contributed to the reported pump stop event captured in the submitted log file. The pump was returned assembled with the driveline (dl) cut approximately 1.5¿ from the pump housing and the distal portion was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of depositions or thrombus formations. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket and metal braided shield layers appeared unremarkable. The clear bionate was slightly discolored at the pump housing, but otherwise appeared unremarkable. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The heartmate ii lvas IFU addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. It also outlines indications of driveline damage as well as how to respond to such events, and outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that low flow alarms were observed based upon device interrogation. The manufacturer's technical service representative reviewed the log file and confirmed low flow alarms. Red heart alarms where the pump was not able to keep the set speed were also observed. Low flow alarms were caused by the driveline issues. The hospital plans to list the patient high urgency for heart transplant. The patient is stable in hospital.